Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed the patient left ventricular (lv) lead exhibited oversensing noise. The physician elected to explant and replace the lv lead on 03 oct 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise over-sensing was not confirmed. As received, only a distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. The s-curve hump height was measured within specifications. No other anomalies were seen.